Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 77 mg/dl. The battery indicator does not show less than 2 bars. The customer was advised to clean battery cap with dry cotton swab. The customer was instructed to wait for 5 seconds before inserting a new battery. The customer stated that she is getting an unexpected restart alarm again after removing the battery to clean the battery cap. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump experience an unexpected alarm. Customer's blood glucose was 77 mg/dl. The alarm is recurring during normal use. The customer is advised that the device would be replaced. The customer was advised to monitor the device until the replacement arrives.